Event description:
Customer stated that the nurses were performing a procedure on the pt and the pt had to turn on their side. The customer alleges when the pt turned on their side the right siderail became unlatched resulting in the pt falling to the floor. No injuries were reported.